Manufacturer narrative:
Occupation: sr. Clinical risk advisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the "clear covering close to the cap" of a redo double lumen tpn catheter was "moving and exposing the sheath below, causing shearing & friction on the line". The hub of the tpn catheter was "twisting inside the silicone sleeve at the end of the extension tubing", which has lead to friction and shearing of the device. The customer provided pictures and a video of the reported malfunction, showing the hub being partially pulled out of the silicone sheath. The patient is pediatric and is currently undergoing treatment at the hospital. They are highly active and generally immunocompromised. The patient has not had their line removed but is being watched closely. Additional information has been requested regarding the event details but is currently unavailable. No other adverse effects have been reported for this instance.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the clear covering close to the cap of a catheter from a redo double lumen tpn catheter set (part number c-tpns-7.0d-65-redo) was moving. Photos of the clear plastic tubing are not available. There is no plan to repair or replace the catheter at this time. It is unknown if a repair kit has been used previously on this device. Routine central line care was performed. The device failed during treatment. The device was secured to the patient per facility policy for standard central line dressing. The activity level of the patient was normal movement for the patient's age, mostly in the hospital bed. The device is not separated into two pieces. The product failure has not caused or contributed to the need for additional procedures and no adverse effects caused by the product were reported. A review of the instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned for evaluation; however, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the risk file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record and a database search for additional complaints on this device lot could not be conducted as the lot number is unknown. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. The following suggested catheter maintenance is also provided: ¿. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened and it was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk device usage. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 09mar2020 regarding event details. The device failed during routine central line care treatment. The device was secured to the patient via a standard central line dressings as her hospital policy. The activity level of the patient was normal for the patient's age, mostly movement in the hospital bed. The device did not separate. The catheter has not been repaired or replaced and there are no to do so at this time. No adverse effects to the patient were reported.